Manufacturer narrative:
Manufacturing investigation is not possible. Customer is reporting an event that is six months old and is not able to provide product sample or product lot number for batch investigation. This product feedback report has been documented for trending purposes.

Event description:
On 7/9: customer reported via phone that a syringe tip detached from the syringe during a cardiac cath injection approximately six months ago. Injection protocol was the routine 12ml per second for 36ml with 900psi. Customer routinely connects to a namic 20" high pressure tubing and uses 4fr catheters. There were no complications and procedure was completed.